Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the surgeon notice scratch or line on lens. The iol was exchanged for another lens during the initial implant procedure. Additional information as been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. One haptic was broken in the distal area (not returned). The optic was cut from edge past center, typical of insertion and removal. One cut optic portion had a scratch on the posterior side near the cut damaged area. File indicated, the use of a qualified company cartridge, with an unspecified company handpiece, and a non-qualified viscoelastic. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions or use). The file indicated, the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information as been received, and stated that, the patient was not hospitalized for the event.